Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, bend (twisted or pushed to one side), and broken off. The tip portion of the helix was not received. Dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. Helix unable to be extended after 8 repositioning attempts. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.